Manufacturer narrative:
Investigation summary: three open 31g x 5mm pen needle samples were returned from lot. No. 8109744, cat. No. 320794. Visual examination was carried out on the returned samples and it was observed that one sample was broken at the non patient end and two samples were bent at the non patient end. Due to the condition the samples were returned no clog testing could be carried out. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported with the use of the bd micro-fine¿+ pen needle there was an issue with clogged needles.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd micro-fine¿+ pen needle there was an issue with clogged needles.